Event description:
It was reported that the system 9800 had repeated communication errors following the replacement of the systems interface cable creating delay. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. Although the failure could not be duplicated the computer error logs confirmed that it occured repeatedly. The system interface cable was replaced again and the system was tested and found to be working as intended and placed back into service.